Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the calibrator displayed an error message that read "calibration slope error on art pc02 p02 ph. Check sensor and gas bottles for correct placement or usage." The device was used for the procedure. There were no reported adverse consequences to a patient as a result of this event.